Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
The provider states the power loss alarm will not work. The unit will alarm at start up, however, the unit will not alarm once the power goes out.